Event description:
It was reported the pre-loaded dcb00 model intraocular lens (iol) that was implanted in the patient's operative eye was expired. Date of surgery was (B)(6) 2023 and product expiration date was 07-apr-2023. There were no visual issues reported by the patient. No further information is available.

Manufacturer narrative:
Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Device evaluation: product evaluation was not performed because the product has not been received. If product is received after initial closure, the pi and cp (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Device history record (DHR) review: the manufacturing records for the product were reviewed, the units were released in accordance with specifications. No nc/ER was found as part of this manufacturing records review. A search of complaints revealed that one (01) additional complaint folder was found as part of this production order (po) number ¿ expired product used. Although these complaint issues reported are related, the issue could not be confirmed as related to manufacturing. Based on chr results, no further actions are required. Conclusion: based on the complaint investigation results, the product was released within specifications and the complaint issue reported could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.